Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. The one grip close cable was found frayed as well at the distal clevis pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the prograsp forceps instrument jaws were noted not to close all the way and have frayed wires at the distal end. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.